Event description:
It was reported that approximately 40 months post implantation of 2 xience v stents in the proximal left anterior descending coronary artery, the patient experienced elevated troponin levels without electrocardiogram (ECG) changes. The troponin levels continued to rise and the patient was diagnosed with a non-st segment myocardial infarction. The patient did not experience angina. On (B)(6) 2012, the event resolved and the patient was discharged. On (B)(6) 2013, a diagnostic coronary angiogram was performed. The index stents were noted to be under expanded and occluded, possibly chronically occluded. Revascularization was not indicated. Medical therapy was continued. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The xience referenced is being filed under a separate manufacturing report number.